Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 it was reported that the patient's blood glucose (bg) reading was 304 mg/dl with symptom of extreme drowsiness and weakness. At the same time, it was reported that the pump emitted a call service (cs) 088 alarm. While on the phone with customer support, the patient rebooted the pump to clear the cs alarm, insulin delivery resumed, and bg began to decrease (294 mg/dl). The patient remained on the same pump without further incidents. This complaint is being reported because the patient experienced an adverse event while using the insulin pump.